Event description:
Customer reported not being able to test his blood glucose with their freestyle blood glucose monitor and stated he felt faint. Customer also reported going to his doctor for assistance and he was given humulin insulin (70/30) and glucophage tablets to counteract his symptoms. There is no report of diagnosis.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.